Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: femoral stem porous 12/14 neck taper cementless small cat#: 65802601100, lot#: 60021952. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06933, 0001822565 - 2018 - 06934. Product location unknown.

Event description:
It was reported that the patient revised fifteen years after initial hip arthroplasty due to pain, osteolysis and wear.